Event description:
Nellcor puritan bennett received a report from a respiratory therapist of a n-550 with no audio. He states that the unit was being used on a ventilator dependant child when this was discovered. The unit was replaced and the pt was not harmed. The caller has isolated the failure to the speaker.

Manufacturer narrative:
Nellcor puritan bennett has requested that the speaker be returned for evalution.